Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not yet been received for evaluation. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A batch review was conducted and no defects were noted.

Event description:
A complaint was received via the corporate mailbox stating a home patient (hp) found cracks in two minicap's in the last month. Product surveillance contacted the peritoneal dialysis (pd) nurse. The pd nurse stated the hp discovered the cracks while the minicap's were in use. The hp reported to the nurse that there was betadine on his bed sheet. The hp observed a crack that ran lengthwise down the middle of both the caps. The hp was treated prophylactically with antibiotics. Samples are available.

Manufacturer narrative:
(B)(4). A batch review was performed for gd865154. There were no reported defects noted during final quality inspections related to this complaint. Two actual samples were received for evaluation. The samples were visually and functionally inspected. The complaint defect was not confirmed in the samples. Quality and complaint trends will continue to be monitored.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to no value and 0.00ng/ml obtained for total t3 results for five patient samples on access 2 immunoassay analyzer. The results were reported out of laboratory. Upon repeat, the results below and within normal reference range were obtained. No death, injury, or change to patient treatment has been reported in connection with this event.